Event description:
Procedure type: bowel resection. According to the reporter; the instrument would not fire completely, misfired. The stapler jammed approximately half way down. The surgeon could not get the lever to advance any further. It deployed staples for about 2cm cut the bowel and had multiple half closed staples all over the place. Additional bleeding occurred and or time was extended by 1 hour. Completion of the procedure could not be reported. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
Date initial report sent: 10/28/2009.